Event description:
The facility returned the device for service. During service testing, co service technician reported that the device underdelivered. The hospital rep stated they have no record of any patient incident involving the pump since the last co service event.